Event description:
Caller reported an issue involving an alarm 2 followed by an alarm 26, along with previous occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin, and no additional assistance was necessary, so the case was closed by technical support.